Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable pacemaker, right ventricular (rv) impedance measurements of greater than 2000 ohms were noted. Sensing and threshold measurements were good, and it was noted the lead was in a good position. The procedure was completed and the impedance measurements decreased to 1385 ohms after the procedure. No adverse patient effects were reported. The device remains in service.